Manufacturer narrative:
H3- device evaluation is required but has not yet been performed. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. During two seperate visits, lens repositioning was performed but the lens continued to rotate. The lens was later exchnaged for another lens of the same length but with different cylinder and axis and the problem resolved.

Manufacturer narrative:
H6: 10 - product evaluation: lens was returned dry with residue/debris within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).